Event description:
Information was received regarding a medfusion 4000 pump. It was reported that the device gave a travel coarse error. It is unknown if there was no patient, or clinician injury associated with this event.

Event description:
Additional information received indicated there was no patient injury associated with this event.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A visual inspection of the returned pump found the tamper seals removed, the top case chipped, and the bottom case cracked. A review of the pump event history log found evidence of travel course reverse/ check clutch in the history. During testing of the pump, multiple flow and occlusion tests were unable to duplicate the travel course reverse error. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced clutch half's left and right with leadscrew and spring as a preventive measure.